Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue indicated that the pressure relief valve on the helium regulator opens and thus empties the bottle. To resolve the issue, the fse replaced the valve for the hi pressure regulator. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during maintenance performed by a getinge field service engineer, the pressure helium regulator was malfunctioning in the cardiosave intra-aortic balloon pump (iabp). We were informed that the helium bottle gets empty within a few seconds when it is open. There was no patient involvement, and no adverse event reported.

Event description:
N/a.